Manufacturer narrative:
B3: the event date is approximate. Product was not returned for evaluation to confirm a malfunction occurred. Reportability was reassessed due to FDA feedback. Reassessment determined this complaint to be an out of caution reportable malfunction due to potential for harm when alleged ¿exploded¿ or ¿melted¿ by consumer.

Event description:
A consumer reported that a philips one powered toothbrush exploded and melted. No injuries were reported. Consumer reported that the tables were scratched related to the allegation of philips one powered toothbrush exploded and melted. Device was not returned for evaluation; therefore, it cannot be determined whether the device failed to meet specification and/or caused or contributed to the event.